Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, their pump was not working, and they recently got out of the hospital. The customer had unknown blood glucose levels at the time of the incident. The customer declined to provide any further details. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had cracked reservoir tube lip.